Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified that the batteries had leaked inside of the pack and corroded the inside of the housing. Functional testing confirmed that the device would not power on when connected to the original battery pack but was able to power on when connected to a battery pack in the lab. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the hip kit didn't work when the surgeon turned on the switch. The surgeon used another product. Investigation found the battery had leaked. No adverse event was reported as a result of this malfunction.